Manufacturer narrative:
Concomitant medical products: egiauxl - egiauxl endogia ultra univ xl stapler, lot#: p2f0433 sigtrsb45axt - sigtrsb45axt 45mm xtr thk reinforced rel, lot#: n2f0369y egia60amt - egia60amt egia 60 artic med thick sulu, lot#: p2d0597 egiauxl - egiauxl endogia ultra univ xl stapler, lot#: p2f0433 egiauxl - egiauxl endogia ultra univ xl stapler, lot#: p2f0433 egiauxl - egiauxl endogia ultra univ xl stapler, lot#: p2f0433 egiauxl - egiauxl endogia ultra univ xl stapler, lot#: p2f0433 sigtrsb45axt - sigtrsb45axt 45mm xtr thk reinforced rel, lot#: n2f0369y sigtrsb45axt - sigtrsb45axt 45mm xtr thk reinforced rel, lot#: n2f0369y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during the laparoscopic gastric sleeve procedure, the first black reinforced reload, the handle was difficult to close due to tissue thickness. The reload was clamped shut for a short period of time and then fired. The reload fired approximately 15 millimeters before the handle cracked and the surgeon was unable to continue firing. Excess buttress material and unclosed staplers were removed. The second black reload was fired to complete the first firing. The third black reinforced reload deployed approximately 15 millimeters before the handle cracked. The fourth reload fired approximately 15 millimeters before the handle cracked. The first purple reload was then fired. It was very difficult to advance the handle and the surgeon used two hands to squeeze the handle. The reload advanced very slowly. When the reload was removed it was observed that the tissue looked torn. It appeared that the 2 lateral rows of staples deployed but the medial row of staples did not deploy and the tissue was damaged. Prior to using any additional staples on the patient the handle and reload was tested on a medical sponge. The first handle and purple reload combination would not staple the sponge. The handle cracked before the staples or blade were deployed. Another handle and purple reload was opened and this stapled and cut the same sponge. The sponge was then doubled and another reload was used on the same handle. This time the reload deployed and cut correctly too. The handle used for this test was then used for the rest of the procedure. There were no further issues with the handle or reloads for the rest of the procedure the patient experienced temporary injury as a result. The surgical time was extended for more than 30 minutes. The initial issues with the black reloads was resolved by using compression and slowly stapling over section. The damaged staple line was fix by suturing.

Manufacturer narrative:
D10 concomitant product/s: egia60amt egia60amt egia 60 artic med thick sulu lot #: p2d0597. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired, there were malformed staples in the reload, the clamping mechanism was deformed, and staple pushers were partially flush with the cartridge. Functionally, the reload was loaded into a representative instrument. The reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Deformed clamping mechanism may occur either by application over tissue that is beyond the recommended thickness range or by application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.